Manufacturer narrative:
Additionl information are part of recall 3003923584-10-27-2017-001-r.

Event description:
This is follow-up 01.

Manufacturer narrative:
Please see MDR 3003923584-2017-00049.

Event description:
First contact: qm department was contacted on october 6th 2017 from distributor. Distributor stated that they received information from a hospital customer that after a neck surgery, the nurse of this hospital noticed that the tip of the skull pin was broken, and remained in the patients head. The hospital has taken out the broken tip from the patient. The broken pin was placed at the 2 pin side of the qr3 skull clamp. No injury to the patient is reported. Second contact: qm department was informed on october 25th 2017 from distributor about an second pin breakage in the same facility. No patient injury reported. This event will be reported within MDR 3003923584-2017-00049.